Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that when patient presented to the emergency room after receiving inappropriate shocks. Patient had a recent lead implant procedure and was noncompliant by being active post lead implant procedure and the lead was dislodged due to this. Patient received inappropriate shocks due to the lead dislodgement issue and for the far p-wave oversensing issue. Lead was repositioned on (B)(6) 2017 however during another follow up visit lead dislodgement, no capture and no sensing issue was observed again and the patient was sent for a chest x-ray. Lead was attempted to be repositioned again however the lead helix did not retract. Lead was explanted and a new lead was implanted. All tests were normal during a follow up visit. Patient was stable prior, during and post procedure.